Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 430 mg/dl. Customer mentioned that alarms had been received, but did not provide any further information on what alarms had been received. Tandem technical support reviewed pump logs and found customer received a button alarm. Customer stated that boluses were delivered and their site was changed to stabilize blood glucose levels. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.